Manufacturer narrative:
The impella device was not received from the customer and therefore, an evaluation of the device was not possible. Upon investigation closure, a supplemental MDR will be filed.

Event description:
The user facility reported a 65-year-old female in st elevated myocardial infarction was implanted with an impella cp device for mechanical circulatory support. It was reported that the patient's repositioning sheath had been secured with sutures to the patient's leg during impella cp support. The sterile sleeve was not covering the repositioning sheath and waterproof transparent dressing was not used on the exposed portion of the sheath. The staff was advised on the risk of potential infection and injury with the current setup. There was no resulting harm noted at this time.

Manufacturer narrative:
The investigation into the product damage (sterile sleeve damage) been completed since the original report was submitted. The device was not returned for investigation. The cause of the issue was not determined since product was not returned.